Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60 ,lot# v828740005, implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, lot# v700675035, implanted: (B)(6) 2011, product type: lead. Product ID: 37744 , serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient.

Event description:
A consumer's wife reported that he had seen the call the hcp (health care professional) on the patient programmer (pp) screen, but did not note the code and the screen had not reappeared. The consumer was also unable to switch from group b to group d on several occasions. The batteries were replaced in the pp; however that did not resolve the issue. The consumer also felt stimulation starting and stopping with positional changes. There had been no falls or traumas and no other medical tests or procedures. Additional information received from the consumer's wife reported that they were able to turn stimulation on, able to switch to another setting they had not been able to for a long time, and all of the equipment was working as designed at the moment. She also reported the consumer met with the doctor and manufacturer representative. The representative identified that "contact 5" n a lead had been defective, so he reprogrammed around "contact 5." Since the reprogramming, the intermittent stimulation had resolved. Indication for use included spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.